Event description:
It was reported that noise was observed via merlin.net. Programming changes and isometrics testing were recommended. Patient will be monitored with routine follow-up.

Manufacturer narrative:
.